Event description:
The manufacturer received information alleging a "persistent cough. It occurs mostly during the day, x-ray performed. Nothing was detected, next step with CT scan", related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.